Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10 ml ll bns tip broke. Verbatim: complaint via email. Two of the green medallion 10cc syringes broke at the slip tip part within the leur lock part. They had flow switched connected at the tip. Please explain what is meant by "they had flow switched connected at the tip". The syringe was connected to the flow switch when this broke off. Did the needle break off at the hub? Yes, the tip of the syringe broke off. Was there a connection issue? Yes, the tip of the syringe broke off. Was there leakage of medication? Yes, the tip of the syringe broke off.